Manufacturer narrative:
A investigation into lot s11153 resulted in no remarkable findings and one unrelated deviation and one unrelated nonconformance revealed. Lot s11153 was aseptically processed, terminally sterilized and met all qc release criteria. All (B)(4) devices released to finished goods for lot s11153 and all have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. Also, one similar complaint and one unrelated complaint reported against the lot.

Event description:
Patient representative reported a (B)(6) yo female patient had a ventral hernia repair using strattice, 2025002, on (B)(6) 2013. On (B)(6) 2018, patient returned to hospital with a recurrent hernia required explant of the strattice 5 years post op. Lot s11153-052.